Event description:
It was reported that the patient had a 1-level posterior lumbar interbody fusion using rhbmp-2/acs. Several months post-op, the patient underwent an imaging study due to reported radicular pain. The imaging showed a fluid collection in the surgical site. No medical intervention or treatment was performed. Imaging studies performed several months later showed that the fluid collection was stable.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.